Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the catheter of the device broke into two separate pieces as the physician was sweeping the duct. It was reported that no piece of the device detached inside the patient. The procedure was completed with another extractor pro rx-s retrieval balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h2 (additional information): block b5 (describe event or problem) has been updated. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that an extractor pro rx-s retrieval balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the catheter of the device broke into two separate pieces as the physician was sweeping the duct. It was reported that no piece of the device detached inside the patient. The procedure was completed with another extractor pro rx-s retrieval balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event. ***additional information received on july 30, 2025*** the anatomy location is the common bile duct (cbd).